Manufacturer narrative:
The pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o ring. The test reservoir does not lock in place and unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and self test or verify device deficiency anomaly due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had reservoir o ring was harder to push for the piston and cause high blood glucose or low blood glucose and get stuck in the reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.